Event description:
It was reported that the ilet¿s sleep/wake button was intermittently unresponsive, and the user sometimes placed the device on the charger to recover normal function; the user was advised to ensure fingers were dry and warm before attempting button presses, and the issue had resolved by the time of the report. Symptoms included no patient symptoms. Outcomes included no adverse health impact and no change in therapy or care. Investigation included customer service troubleshooting and use education. Investigation of this case revealed an unresponsive or difficult-to-activate mechanical button on the user interface that was not reproducible after guidance, consistent with transient use-related performance under certain conditions. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors with no device malfunction confirmed.